Manufacturer narrative:
The customer returned the meter. The strips (lot 17619123) were not returned. The meter was tested with master lot strips in comparison to a retention meter and master lot strips. Two human blood samples from warfarin donors and internal reference meters were used. Donor #1: 4.4 inr, 38% hct, donor #2: 2.4 inr, 32% hct. Donor #1 results: retention meter and master lot strips: 4.4 inr, customer meter and master lot strips: 4.4 inr. Donor #2 results: retention meter and master lot strips: 2.4 inr, customer meter and master lot strips: 2.4 inr. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material meets specification. None of the customer¿s treatments or medications are currently known to interfere with the accuracy of the test results. The customer¿s meter memory was reviewed and a result of 2.5 inr was found using strip lot 176191-23. The date was set incorrectly in the meter; therefore, the date of the result in the meter does not correspond to the date previously stated by the customer. A specific root cause could not be identified for this event. Additional information was requested for investigation but was not provided.

Manufacturer narrative:
(B)(4).

Event description:
The customer obtained questionable results from capillary blood samples using the coaguchek xs meter, serial number (B)(4). On (B)(6) 2017 at 10:00 am, the customer obtained a result of 2.5 inr on her meter. The laboratory staff helped her retest using a different finger; the result was 2.5 inr. Both results were obtained using strip lot 17619123. A venous sample was taken at the same time. The laboratory result was 3.8 inr. The laboratory method was performed using the dade innovin reagent. On an unspecified day between (B)(6) 2017, the customer obtained a result of 2.4 inr on her meter. The result was obtained using strip lot 17619221. A venous sample was taken, and the laboratory result was 1.5 inr. The laboratory method was performed using the dade innovin reagent. This medwatch is for results obtained using strip lot 17619123. Please refer to medwatch with patient identifier (B)(6) for results from strip lot 17619221. The patient was not adversely affected. The customer is currently in stable condition and feeling fine. She had some slight bruising, but did not seek medical treatment. The customer¿s therapeutic range is 2.0-3.0 inr and she tests once weekly. She took her dose of warfarin 15 hours prior to testing. Her dosage of warfarin was changed based upon the laboratory result. The customer did not report any hematocrit issues. She has no antiphospholipid antibodies and is not taking heparin or direct thrombin inhibitors. The meter and strips were requested to be returned, and replacement was sent. Relevant retention test strips (lot 176191-23) were tested in comparison with the current master lot coaguchek xs pt test strip (lot 124158-80). For this purpose two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. The retention material met the specification.